Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the complaint's reported issue was not confirmed. The device was found with no blockage or restriction in the channel. The coating of the insertion section peeled off due to deterioration. The insertion section had press marks due to physical stress. The angle was insufficient and had become longer than normal. The switch and bend cover were leaking. The color ring of the grip part was missing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported on behalf of the customer, during preparation for a diagnostic tracheoscopy surgery when using the evis lucera bronchovideoscope, the customer felt resistance when inserting the instrument into the channel. The intended procedure was completed with the same scope and the evis lucera elite video system center. Surgical delay was unknown, however, there were no reports of patient harm associated with this event. During the evaluation of the device, it was noted the coating of the insertion section was peeled off. This report is to capture the reportable malfunction of the coating that peeled off at the insertion section noted during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, etc. The user can detect the event properly by handling device in accordance with the following instructions for use (IFU): ¿·preparation and inspection- inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU: ¿·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.